Manufacturer narrative:
(H3): the revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, the reported glenoid loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, the reported glenoid loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 7 month(s) post implantation of left revised tsa (revision captured on (B)(4), the patient presented with aseptic glenoid loosening. Glenoid loosening confirmed by CT-scan. This outcome of the event was resolved by standard total revision of the left shoulder. The clinical report indicates that the event is unlikely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11, equinoxe, humeral stem primary, press fit 11mm. 310-01-47, equinoxe, humeral head short, 47mm (beta). 300-10-45, equinoxe replicator plate 4.5mm o/s.